Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('lower pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain. Previously administered products included for an unreported indication: ortho novum. Concurrent conditions included anxiety. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal) / bleeding"), menorrhagia ("menorrhagia /bleeding"), nausea ("nausea") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), urinary tract disorder ("bladder/urinary,") and bladder disorder ("bladder/urinary,"). The patient was treated with ibuprofen, naproxen and surgery (total hysterectomy (uterus and cervix removed) bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, nausea, dyspareunia, vaginal discharge, fatigue, abdominal pain lower, abdominal pain, urinary tract disorder and bladder disorder had resolved. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, dyspareunia, fatigue, menorrhagia, nausea, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date: 2010 and (B)(6) 2011 and (B)(6) 2011 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received : events added-bladder disorder, urinary tract disorder. Events outcome updated, essure removal date updated . No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('lower pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain. Previously administered products included for an unreported indication: ortho novum. Concurrent conditions included anxiety. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In april 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), nausea ("nausea") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with ibuprofen, naproxen and surgery (total hysterectomy (uterus and cervix removed) bilateral salpingo-oopherectomy). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, nausea, dyspareunia, vaginal discharge, fatigue, abdominal pain lower and abdominal pain had resolved and the menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, fatigue, menorrhagia, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2010 and (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs and medical record received. Product indication and essure implant date were added. Essure explant date and race added. Previously reported ¿injury to herself¿ was updated to lower pelvic pain. Events- abnormal bleeding (vaginal), menorrhagia, nausea, dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, lower abdominal pain and abdominal pain were added. Reporters, historical drug, medical history and lab data were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.